Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module compared to both a wako accuraseed instrument and an abbott architect instrument. From the data provided, the elecsys tsh assay and elecsys ft4 iii assay data was a reportable malfunction. This medwatch will cover ft4 iii. For information on tsh refer to the medwatch with patient identifier (B)(6). It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was (B)(4). Calibration and qc data from the investigation site was acceptable. The serial number for the cobs e801 used at the investigation site was (B)(4). The tsh reagent lot used on this instrument was 365417 with an expiration date of feb-2020. The ft4 iii reagent lot used on this instrument was 380330 with an expiration date of dec-2019. The investigation determined that a general reagent issue can most likely be excluded. For the differences of the tsh and ft4 values generated with the different types of analyzers: it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.